Manufacturer narrative:
Correction: please retract this report 2017865-2023-15594 as there is no allegation of malfunction on the product.

Event description:
New information noted that noise was not detected on the right atrial lead. No patient consequences were noted.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, noise was detected on the right atrial lead.